Manufacturer narrative:
(B)(4). Source: (B)(6). Concomitant medical devices: catalog number:192116 lot number:377710 brand name: echo por fmrl lat nc; catalog number:010000665 lot number: 6156002 brand name: g7 pps ltd acet shell 56f; catalog number:163674 lot number:238300 brand name: 32mm cocr mod hd +6mm no skirt; unknown apical plug; unknown lateralized neck angle. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00272. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported in a clinical study that the patient was revised due to dislocation approximately 2 years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Clinical notes were provided and reviewed by a health care professional. Review of the available records identified the following: patient was admitted to the hospital and underwent surgical intervention due to hip dislocation. Post dislocation reports result in no pain and satisfied recovery. Reported event was confirmed by review of medical records provided. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that that the patient had consumed alcohol and had a fall which led to the dislocation.